Manufacturer narrative:
H11: additional information was received through the follow up and the file was reassessed for reportability. Based on the updated information extravasation occurred and the patient experienced swelling and therefore, the case determined to be a serious injury. The catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 4.2f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 4.2f are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. B5, g3, h1, h6 (patient, device). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the central venous catheter. Post the procedure the catheter was allegedly leaked inside the vessel. It was further reported catheter was obstructed. Additionally, extravasation was noted. Reportedly patient experienced swelling on face, neck. On december 05, 2025, catheter was removed and replaced. Upon removal of the catheter, a crack was identified. There was no reported patient injury

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 4.2f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 4.2f are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025. A patient underwent a chronic catheter placement procedure using the central venous catheter. On (B)(6) 2025, post procedure, it was reported that the catheter was allegedly leaked inside the vessel. The catheter was removed and replaced. Upon removal of the catheter, a crack was identified. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single lumen, 4.2f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single lumen, 4.2f are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported fracture, fluid leak and obstruction of flow issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the central venous catheter. Post the procedure the catheter was allegedly leaked inside the vessel. It was further reported catheter was obstructed. Additionally, extravasation was noted. Reportedly patient experienced swelling on face and neck. On december 05, 2025, catheter was removed and replaced. Upon removal of the catheter, a crack was identified. The current status of the patient is unknown.